Event description:
It was reported that the implant on an unknown tooth site became fractured after loosening.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI number not applicable. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331 and 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. DHR review was completed for the subject lot number (63815613). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the product not being returned.

Event description:
No additional event information was received at the time of this report.